Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) for non-cardiac or device related issues. As testing was being performed in the ER the patient received the first shock through the device and pacing (approx 10:36 am). About ten minutes later, another shock was delivered three external shocks, and cardiopulmonary resuscitation was performed. There were no strips confirming or warranting external socks for ventricular fibrillation (vf). The patient was successfully resuscitated and was alert. The patient is on dialysis and when the episodes occurred his potassium level was 10. When boston scientific technical services (ts) reviewed the available strips a flattening of the complex was noted; due to the high potassium levels at the time it was though that troubleshooting may be hard to reproduce the morphology. The events were attributed to the high potassium levels; there were no allegations against the s-ICD system. The sensing vector was reprogrammed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.